Event description:
The clinician reports the implant was inserted (B)(6) 2016 in ada 12. On (B)(6) 2020, loss of osseointegration was verified. Patient presented with bone type iii. No product was returned to the manufacturer. At the event the patient experienced: peri-implantitis and mobility. No further patient complications were reported.